Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue was related to a broken cable on the prograsp forceps. The instrument did not hit any body structure or other instrument. No pieces detached/broke off from the instrument. The instrument was not removed with the cannula and was not in a close position or close shut on patient tissue at the time of the failure. The instrument release kit (irk) was not required. The instrument is available for evaluation.